Event description:
During a review of quality control results by the ocd global technical support center (gts), a non-reproducible, lower than expected vitros bhcg result was obtained from a single biorad l3 control fluid on a vitros eci immunodiagnostic system. Vitros bhcg result = 324.9 miu/l vs. Expected 655.8 miu/l.patient samples were not run over the time frame of the event; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros bhcg result was obtained from a single biorad l3 control fluid on a vitros eci immunodiagnostic system. The investigation into this event concludes that a definitive cause has not been determined. A pre-analytical sample mix- up or a transient vitros eci instrument related issue cannot be ruled out as contributing to the event.